Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure got completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the x ray tube error. Upon functional testing fse identified that the ips lvps was not generating 24v. The fse replaced the ips part. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device would not product x-rays and displayed the message "x-ray not possible". The device was inside clinical use at the time of the event. No harm was reported to philips.